Event description:
It was reported that he patient came in with loose mandibular implant. Site was tender to pressure, bone loss and infection possible peri-implantitis. Noted pain and inflammation.

Event description:
It was reported that he patient came in with loose mandibular implant. Site was tender to pressure, bone loss and infection possible peri-implantitis. Noted pain and inflammation.